Event description:
Discordant calcium (ca) and creatinine (crea) results were obtained on a dimension vista 500 instrument for one patient. The initial results were reported to the physician. The patient was falsely admitted to the emergency room. The patient was redrawn in the emergency room and the customer repeated the original sample in their lab and the results matched. There was no evidence that the patient was treated due to the discordant ca and crea results. There are no other known reports of patient intervention or adverse health consequences due to the discordant calcium and creatinine results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause for the discordant calcium and creatinine results was unknown. The fse performed a total service visit and replaced the reagent 1 probe after finding a small occlusion in the probe. The fse performed calibration and checked qc. The instrument is performing within specifications. Further evaluation of the device is not required.